Event description:
Info received indicates the brake caster would lock and hold in brake, but the caster would rotate if pushed on from the side.

Manufacturer narrative:
The tech replaced the caster to repair the bed.